Manufacturer narrative:
As reported the patient experienced slight swelling in the groin post implant of a perfix plug during left inguinal hernia repair. It was also reported that some foreign body was sensed within, by the patient. Based on the information available, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was admitted to the hospital due to a lump in the left groin area, during which an inguinal hernia repair was performed with the implantation of perfix plug on (B)(6) 2025. The patient reported slight groin swelling and experienced a sensation of a foreign body; however, no specific treatment was provided.